Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Approximately two days after the sensor was inserted, neither the tandem insulin pump and the dexcom phone notified the patietn that his bg was 500 mg/dl. Both devices instead were showing a cgm range of 70-150 mg/dl. He started vomiting and could not stop; they initially thought he had the flu so did not think it was related to his diabetes. He continued to vomit for 2 days so they checked a bg, but the meter gave a reading of ¿error 5¿ so they went to the hospital. He was admitted to the intensive care unit (ICU) for diabetic ketoacidosis (dka). At the time of admission his ketones were 80 (unit of measure not provided) and his bg was over 500 mg/dl. He was treated with an insulin drip, had hourly vital sign and bg checks, and was reportedly in critical condition at the time of admission. He was discharged after 2 days. At the time of the follow-up call on 06/21/2021, he was at home and back to work but was being very cautious and checking his bg frequently. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.